Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v023519, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown pelvic health issues. It was reported that the patient's lead broke when it was being removed. The healthcare provider then implanted a new lead on the opposite side. No further device issues and no patient complications were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not experience any symptoms related to the lead replacement and breakage, and that their indication for use was urge incontinence.